Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the reported error by reviewing the error log. The 4153 c trans z home overrun error could not be reproduced as it occurred intermittently. The fse verified the c. Trans alignment and observed that the y axis on the cup transfer was out of alignment. The fse aligned the y axis position and then adjusted the claws alignment so that each could open evenly in both directions. The cup transfer test was ran 60 times with no errors. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 03may2018 through aware date 03jun2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 4153 - c. Trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The probable cause of the reported issue was due to improper positioning and alignment of the claws and the y axis for cup transfer to the incubator.

Event description:
A customer reported getting error message 4153 c trans z home overrun on the aia-900 instrument. Once the instrument was shut down then restarted, the customer was able to run controls and some patients before the error occurred again. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), luteinizing hormone (lh ii), prolactin (prl), and intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.